Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces however, no button error alarm during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked case at the reservoir tube window corner, cracked reservoir tube window, missing end cap sticker and cracked battery tube threads.

Event description:
Customer reported the insulin pump gave an error that the customer had pressed the buttons for more then three minutes. Customer's blood glucose was 160 mg/dl. Customer reported it is possible the device might have been exposed to water, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.